Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's spouse called and stated that the patient is deceased and had passed away in their sleep. The caller stated that the patients implantable cardioverter defibrillator (ICD) did not go off and they are inquiring why. The caller was informed that depending on how the device is programmed and what the patient¿s heart activity was at the time of passing would depend on how the ICD would respond. The caller was informed that patients can pass with a cardiovascular implantable electronic device (cied), and the caller was referred to contact the patient¿s physician for further information. Follow up was conducted with the patients listed clinic and the allied health professional (ahp) indicted that the patient had not had an in-office visit since (B)(6) 2016 and was unable to locate the patient in their remote monitoring files. Follow up was also conducted with the funeral home which provided a listed cause of death as septic shock, multi organ failure, acute renal failure, acute respiratory failure, and pancytopenia.